Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on 06/09/2016 to report a loss of connection between the transmitter and smart device that occurred on (B)(6) 2016. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 06/30/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. Pairing testing was performed and the test failed. Additionally, the share data logs were reviewed at time of device evaluation and indicated loss of connection on issue date. The reported event of loss of connection was confirmed. The root cause was determined to be a defective transmitter.